Manufacturer narrative:
Updated data: b4, e1(name),(impact). Corrected data: e1 ( email).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) unit had a screen problem. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Suspect device originally distributed as a sys98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
Corrected field: d1, d4 (# UDI), g4 (510 k), h6 (medical device ¿ problem code). Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) states, screen problem not observed, done disassembly of the screen casings. Disassembly of the screen cable present. Installation of the new cable (d012-00-1059). Reassembly of cover ok. Functional test ok. Electrical test ok. Everything works correctly.